Manufacturer narrative:
B:5 additional information received: the physician has reported on review of CT imaging that a sharpish calcium piece was observed dorsally in the proximal neck at the point where the endoleak was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however the type and cause of the event could not be fully determined. The noted type ii endoleak could be observed on angiogram provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy and factors that may have contributed to a fabric tear (e.g. Calcification). Additionally, only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which may have self-resolved in 24 hrs. The endoleak was in a location where the components were not overlapping; across a single fabric layer and was distributed on both sides of the flow divider. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted for the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during the index procedure, that at the final angiogram, a large proximal endoleak was noted. Further ballooning was performed at the proximal neck but the endoleak remained. It was reported a type iiib endoleak was detected after the ipsilateral limb was occluded with the reliant balloon and contrast medium was injected within the main body via the guide wire channel an endurant ii aui stent graft etuf2514c102ee was then implanted into the mainbody as treatment. Following deployment of the aui, there was an endoleak first into the space between the two stent grafts, and subsequently into the aneurysmal sac through the original fabric defect which was reportedly due to a wrinkle in the inner graft material of the aui stent graft. After the deployment of an innermost bare metal stent (ld max 26 mm on a 20x40-mm maxi ld pta balloon catheter), both leaks disappeared. A small type ii endoleak through the lowermost arteries was detected with no type iii or type I endoleaks present. As per the physician the cause of the event was a defect in the device. No additional clinical sequalae were reported and the patient is fine.